Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented for in clinic follow up. Device interrogation revealed inappropriate mode switch due to oversensing noise on the atrial lead. On (B)(6) 2021, the physician elected to cap and replace the atrial lead during a routine generator exchange procedure. The patient condition was stable.